Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported by customer that the PICC wire got stuck after insertion. When removed noticed then the tip of the wire had a knot in it. Anesthesia used a PICC line and it ended up with a knot in it. She used another one and it was fine. It was a seasoned anesthesia person and she said had never seen it. Provider said she inserted the wire through the needle, and it wouldn't thread into the vein so she tried to remove it and it wouldn't come out. It was like stuck in there. So they asked for an xray and it was in the subcutaneous tissue and at that point in time she made a wider excision in the skin and then applied some significant traction and was able to remove. Noticed then the tip of the wire had a knot in it. She only had made one attempt with that one, then got a new kit, switched arms and was able to get it in.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knot in the guidewire is confirmed and was determined to be use-related. One 21 ga introducer needle and one 0.018 in. Nitinol guidewire was returned for evaluation. An initial visual observation revealed blood use residues throughout the returned guidewire and introducer needle. A knot was observed at the distal end of the guidewire. The needle was observed to have a slight bend along the needle shaft. The needle safety mechanism was advanced over the needle tip. A microscopic observation revealed misaligned coils along the distal end of the guidewire up to the knot in the guidewire at the distal tip of the guidewire. The distal weld tip was observed to be attached to the end of the guidewire. Blood was observed along the knot in the guidewire. The needle bevel was observed to have slight deformation from the guidewire pulling against the bevel. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance, combined with a twisting motion. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by customer that the PICC wire got stuck after insertion. When removed noticed then the tip of the wire had a knot in it. Anesthesia used a PICC line and it ended up with a knot in it. She used another one and it was fine. It was a seasoned anesthesia person and she said had never seen it. Provider said she inserted the wire through the needle, and it wouldn't thread into the vein so she tried to remove it and it wouldn't come out. It was like stuck in there. So they asked for an xray and it was in the subcutaneous tissue and at that point in time she made a wider excision in the skin and then applied some significant traction and was able to remove. Noticed then the tip of the wire had a knot in it. She only had made one attempt with that one, then got a new kit, switched arms and was able to get it in.